Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope, fell and sustained a head injury. During hospitalization, high pacing impedance and loss of capture was noted on the right ventricular (rv) lead. Lead damage was suspected, however it could not confirmed via visual inspection or diagnostic imaging. The lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.